Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11420. It was reported, the pt was experiencing heating at the ipg pocket while charging the ipg after 15-30 mins. In addition, the pt reported, she had an intermittent connection with her ipg while using her charger. It was reported. The pt was not using the antenna pouch while charging. The pt was advised of the charging recommendations, and a replacement charging system was sent. Follow up identified the pt received the replacement charging system, and all issues were resolved.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation: results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.